Event description:
The medical doctor stated, the customer was hospitalized for high blood glucose levels. The medical doctor stated there was blood at the site and the insulin pump was not at fault. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.